Event description:
It was reported that the patient underwent surgery at an unknown time with posterior instrumentation of 4 screws and two rods. It was reported that x-rays taken approximately 3-4 months post-op revealed a broken rod. Additional surgery was performed in 2008 to remove the broken rod.

Manufacturer narrative:
Device was not returned to medtronic for evaluation. Unable to determine cause of the event.